Event description:
It was reported that during central processing, the wires at the top of the large suturecut needledriver instrument was found to be frayed. The instrument was not used.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable was broken at the distal idlers. Idler pulley spun freely and did not exhibit damage. It was observed that the cable segment stuck out at the wrist. The other cables were not damaged. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.